Event description:
It was reported before using the bd vacutainer® sst¿ blood collection tube there was an incorrect stopper color on one device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Unique identifier (UDI) # (B)(4). Investigation summary: bd received one photo for investigation. The photo showed that one tube out of 100 was grey instead of red. Additionally, 30 retain samples were subjected to visual inspection for incorrect stopper color with no incorrect stoppers observed. A review of the device history record indicated a quality notification was raised for this issue. However, product was dispositioned according to procedure and lot passed all in-process and final quality checks for lot release. This complaint has been confirmed for the indicated failure mode: incorrect color. Bd was not able to identify a root cause for the indicated failure mode. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported before using the bd vacutainer® sst¿ blood collection tube there was an incorrect stopper color on one device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.